Manufacturer narrative:
At this time, vyaire has not received the suspect device/component for evaluation.

Event description:
The customer reported while using the avea ventilator, it is alarming circuit occlusion and then went inop. The customer stated the ventilator was on a patient when the reported issue occurred. The patient was placed on another ventilator with no harm or injury.